Event description:
The suction equipment was checked prior to the beginning of the procedure, and was in working order. The suction equipment worked the first time it was needed. However, the physician stated that it did not seem to suction correctly the first time, though the nurse involved in this case disputes this statement. The second time the suction device was used, the equipment failed.